Event description:
It was reported that during an unk procedure, the knife stopped in the middle of the fifth firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: one device was returned with no visual non-conformances. The device was returned with a cartridge not properly loaded and with a wedge band bypass, right side fully fired and left side 3/4 partially fired. Upon further inspection of the device, the left wedge band was bent. No functional test could be performed as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and as previously confirmed by the visual inspection, the left wedge band was bent upwards. No other anomalies were noted. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the mfg process.